Event description:
A consumer reported that a few days after he was implanted with a tecnis toric intraocular lens (iol) the iol rotated causing blurry vision. In follow up the patient indicated the iol was implanted on (B)(6) 2014. His vision was blurry for the first two days post-op then it was clear and then it was blurry again. He saw another doctor on staff as his physician was out of the office. The healthcare provider reportedly told him the iol had rotated. In follow up with the doctor''s office it was learned the iol had rotated 20 degrees. At this time it has not been explanted or repositioned.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional follow up with the patient's surgeon's office found that in fact the intraocular lens did not rotate. It was stated that the patient's visual acuity was affected because of some corneal edema which has resolved. The patient is doing fine at this time. The manufacturing records were reviewed. All production processes including device history records, sterilization, environmental, packaging and/or materials processes, optical inspection were within specification; no deviations or non-conformances were noted. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.